Manufacturer narrative:
Correction: section d has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient (pt) with an implantable neurostimulator (ins) via an anonymous survey. Follow up is not possible because patient contact is not collected. Patient age collected in the survey: 35-44 years question 4a: since the activation of your spinal cord stimulator, how many times have you gone to the clinic to have your stimulator reprogrammed by your doctor or a representative because your pain relief was not enough? Answer: 1 time. Question 5a(1): my pain relief is consistently controlled, regardless of activity or body position. Answer: 2 - somewhat disagree. Question 5b: what do you do about unwanted tingling, jolting, and shocking from your currently implanted spinal cord stimulator? Answer: did not select "I never have unwanted tingling, jolting, and shocking. Question 5c: what do you do when your pain increases enough to bother you? Answer the question based on your currently implanted spinal cord stimulator. Answer: did not select "my pain is never enough to bother me". Question 6e: when do you adjust your spinal cord stimulator therapy down, but not all the way off? Answer: "no, I do not turn it down" when my stimulator shocks or jolts me

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.